Event description:
Customer called because they got a 7.2 mmol/l on a control test and didn't understand it. Customer service found that they had been testing in mmol/l for some time, but the customer didn't know how long. She has not taken any medication or change in diet to get glucose levels up. Customer service helped them change the meter back to mg/dl.